Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the reporter stated that her grandfather's ergo device did not have engagement tabs and that the injection button dropped into her hands. The user returned the actual complaint device (lot 0606a03, manufactured june 2006) for investigation. The cartridge holder engagement tabs were visibly intact and the injection button was normal. However, the device was non-functional because it had broken at the flange and was in two pieces. This malfunction is confirmed. The cartridge holder of this device was then placed on a functioning ergo device and engaged the mechanism of the functioning device and a dose could be delivered. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. Corrective action - the core user manual states, "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued (B)(4) 2006. Improper use and storage - there is evidence of improper use. The user does not prime the device before each use and reuses needles. These misuses can result in an incorrect dose of insulin but are not relevant to the user's complaint.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a device quality issue concerns a (B)(6) male patient, weighing between (B)(6). Medical history: visual impairment, diabetes, hypertension and osteoporosis. In 2007 he underwent an appendicitis surgery and was hospitalized for one week. Concomitant medications: ezetimibe for cholesterol, aliskiren for heart, nebivolol hydrochloride for hypertension. The patient received insulin lispro (humalog lispro) via syringe, unknown dose, as needed, subcutaneously, to control glycemia, beginning in 2008. He also received insulin 25% lispro + 75% npl (humalog 25% lispro, 75% npl) via humapen ergo unknown pen body type with a clear cartridge holder attached (lot number 0603a02), 24 iu twice daily, subcutaneously, belly, tight or arm as injection site, for glycemy control, beginning in 2008. In 2008, unknown time after beginning the insulin lispro and insulin 25% lispro + 75% npl, the patient experienced an initial stroke and was hospitalized for four days to undergo laboratorial exams. Outcome was not provided. In 2009, the patient started to feel malaise and vomiting, and due to that he was hospitalized for one week and underwent a gallbladder remove surgery. He recovered from the event. Blood test and cholesterol exams were performed on unknown dates but results were not provided. The corrective treatments for the surgeries were not reported. The insulin lispro and insulin 25% lispro + 75% npl were continued. The pc associated is (B)(4). It was unknown who operated the device, but the operator was trained by the prescribing physician. It was unknown how long has the patient used this device model. The reported device has been used for about two and a half years. The patient used the same needle more than one application (five times). The reporter explained that the cartridge holder did not have engagement tabs, it was necessary to screw the cartridge holder. The cartridge holder was reported as not being damaged (to be clarified upon sample receipt). The device will return for evaluation. Update (B)(4) 2010: per internal review it was amended the patient's gender in one phrase of third paragraph. Update (B)(4) 2011: per internal review. Added an event of no adverse event related to device (as this is a cirm case). Changed device causality for the serious events to not associated (as the serious events were not related to the device). Updated corresponding fields. Update (B)(4) 2011: follow-up information received on (B)(6) 2010 and (B)(6) 2011 from a consumer added: new nhcp reporter, added that device will return, added the pc number and the complaint details. Updated corresponding fields

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a device quality issue concerns an (B)(6) male patient, (B)(6). Medical history: visual impairment, diabetes, hypertension and osteoporosis. In 2007 he underwent appendicitis surgery and was hospitalized for one week. Concomitant medications: ezetimibe for cholesterol, aliskiren for heart, nebivolol hydrochloride for hypertension. The patient received insulin lispro (humalog lispro) via syringe, unknown dose, as needed, subcutaneously, to control glycemia, beginning in 2008. He also received insulin 25% lispro + 75% npl (humalog 25% lispro, 75% npl) via humapen ergo unknown pen body type with a clear cartridge holder attached (lot number 0606a03), 24 iu twice daily, subcutaneously, belly, tight or arm as injection site, for glycemy control, beginning in 2008. In 2008, unknown time after beginning the insulin lispro and insulin 25% lispro + 75% npl, the patient experienced an initial stroke and was hospitalized for four days to undergo laboratorial exams. Outcome was not provided. In 2009, the patient started to feel malaise and vomiting, and due to that he was hospitalized for one week and underwent a gallbladder remove surgery. He recovered from the event. Blood test and cholesterol exams were performed on unknown dates but results were not provided. The corrective treatments for the surgeries were not reported. The insulin lispro and insulin 25% lispro + 75% npl were continued. The pc associated is (B)(4). It was unknown who operated the device, but the operator was trained by the prescribing physician. It was unknown how long has the patient used this device model. The reported device has been used for about two and a half years. The patient used the same needle more than one application (five times). The reporter explained that the cartridge holder did not have engagement tabs, it was necessary to screw the cartridge holder. The cartridge holder was reported as not being damaged (to be clarified upon sample receipt). The device was returned to the manufacturer. Update (B)(4)-2011: per internal review. Added an event of no adverse event related to device (as this is a (B)(4) case). Changed device causality for the serious events to not associated (as the serious events were not related to the device). Updated corresponding fields. Update (B)(4) 2011: follow-up information received on (B)(6) 2010 and (B)(6) 2011 from a consumer added: new nhcp reporter, added that device will return, added the pc number and the complaint details. Updated corresponding fields update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Updated lot number and updated device product to ergo teal/clear pen body. Update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Added device specific safety summary, changed malfunction type to not (B)(4), added returned to manufacturer date, (B)(4). Updated narrative.